Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the phenomenon "no image" was not reproduced at the olympus repair site. However, it was confirmed that there is a breakage in the video jacket, which indicates that impact had been applied. So, it is possible the same shock may have been applied to the inner charged coupled device (ccd), leading to a temporary failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found no problem with the device image output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had a no image problem. The issue was found during preparation before use inspection for an unspecified therapeutic procedure. The facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.